Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The interconnect cable was reconnected. The system was tested and operates as intended.

Event description:
The customer reported that there are no images on the 7700 system. No patient injury was reported.